Event description:
The report from clinical study (B)(4) for patient with ID# (B)(6) indicated that the procedure was coil embolization with orbit coils and assisted with two enterprise stents ((B)(4), (B)(4)) of the right cavernous sinus, and two hours after the procedure, the patient developed small infarction in right cerebral hemisphere. The following day, the patient developed left hemiplegia. Argatroban hydrate ((B)(6)) was administrated for the treatment of both events. The outcome of the events as of eight after onset was reported as recovered. Due to the heavily tortuous parent vessel, physician was not able to fully cover the aneurysm neck with the first enterprise vrd ((B)(4)), and therefore it was necessary to use additional enterprise vrd ((b)(46)). After the coils were placed, the coil or coils did not protrude from the target aneurysm. The relationship of both small infarction and hemiplegia to the procedure was highly probable and to the enterprise vrds was unknown. No product malfunctions were noted. During the event, the enterprise stents were patent, and stents were fully expanded, appose to the vessel wall and in a stable position.

Manufacturer narrative:
Note: cordis lot # 1425459 is lake region lot # 01425459. (B)(6) report, (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 01425459. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00522 and 1058196-2011-00523. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported via the (B)(4) post market study that two hours post enterprise vrd assisted coil embolization of a right cavernous sinus aneurysm using two stents, the patient developed small infarction in right cerebral hemisphere. The following day, the patient developed left hemiplegia. Agratroban was administered for the treatment of the events. The outcome of the events as of eight after onset was reported as recovered. It was reported that the relationship of both small infarction and hemiplegia to the procedure was highly probable and to the enterprise vrds was unknown. The patient (B)(6) female patient had no other medical history. The unruptured saccular aneurysm neck was 6.0mm, and the neck to sac ratio was 6.0mm:11.0mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.5mm, which is greater than the upper limit recommended parent vessel size of 4.0mm as outlined in the IFU. It was reported that due to the heavily tortuous parent vessel, two enterprise vrds were need to cover the neck. It was reported that no product malfunctions were noted. During the event, the enterprise stents were patent, and stents were fully expanded, appose to the vessel wall and in a stable position. Heparin 4000 units was administered intra-procedurally. The act was 111 seconds pre anticoagulation and 297 seconds post anticoagulation. The occlusion rate of aneurysm was 90% after the procedure and there was no coil protrusion into the parent vessel. The (B)(4) pre-procedure was 0, one week after the procedure was 1, one month after the procedure was 0. Antiplatelet therapy included ongoing aspirin 100mg/day and clopidogrel 75mg/day beginning two weeks pre-procedure. The devices remain implanted. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 01425459. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Cerebral infarction and neurological deficits are known potential adverse events associated with the use of the enterprise vrd in the intracranial vasculature as outlined in the instructions for use. During interventional procedures, the devices are advanced and withdrawn through the arteries. The physical manipulation of the arteries may result in embolization of debris from the intimal layers of these arteries. Although no definitive conclusion can be made based on the available information, patient and procedural factors may have contributed to the event. There is no indication of any device performance or manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00522 and 1058196-2011-00523.

Manufacturer narrative:
Angiography showed an unruptured saccular aneurysm neck that was 6.0mm, and the neck to sac ratio was 6.0mm: 11.0mm. The parent vessel size diameter proximal was 4.0mm and distally was 4.5mm. Mrs before the procedure was 0, one week after the procedure was 1, one month after the procedure was 0. The act was 111 seconds pre anticoagulation and 297 seconds post anticoagulation. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2011, clopidogrel sulfate 75mg/day: (B)(6) 2011. Heparin 4000u was administered intra-procedurally. The occlusion rate of aneurysm was 90% after the procedure. Prior to implanting the enterprise vrds, a brite tip guide catheter (cordis), prowler select plus (mc) microcatheter ((B)(4)) were utilized. Other devices utilized during the procedure were, excelsior sl-10 mc x2 (stryker), radifocus gt x2 (terumo), v-track (terumo), orbit coils ((b)(46), (B)(4), (b)(46), (B)(4), (B)(4), (B)(4), (B)(4), (B)(4), (B)(6), (B)(4), (B)(4)), and orbit galaxy ((B)(4)). No further information is available and procedural images are not available. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00522 and 1058196-2011-00523. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.